Event description:
It was reported that two (2) 500ml exactamix eva (ethylene vinyl acetate) bags were leaking from the middle port. The leaks were observed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between may 27, 2023, to may 29, 2025. H11: the device, photo sample, and video sample were received for evaluation. A visual inspection of the photo and video sample was performed, and port leakage was observed. Functional testing using tap water was performed, and leakge from the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.